Event description:
It was reported in a disrupt-af study, the patient experienced bleeding a few days after having a pulsed field ablation (pfa) procedure. It was further reported that the patient was bleeding from his nose. The patient went to the emergency room on (B)(6) 2025, stating that the nosebleed had been going on for two to three days. The patient does wear or uses supplemental oxygen. According to the hospital note it states the patient's oxygen nasal prongs tend to irritate nasal septum and they believe this is what caused the nose to bleed. There was a limited echo on (B)(6) 2025 that was normal with no pericardial effusion. Emergency medical technician packed the nose with gauze, which resolved the nosebleed. Hemoglobin and hematocrit levels were normal on arrival and throughout the stay. The patient went to an ear, nose, and throat (ent) specialist for a follow-up on (B)(6) 2025 and underwent a nasal septal cauterization. The patient was admitted for observation due to an elevated troponin. This is a normal finding after a cardiac ablation. Troponins checked throughout the stay and continued to trend down. No treatment done or required. Chronic obstructive pulmonary disease (copd) exacerbation which is a chronic issue. Patient has a history of wearing oxygen and irritation in the nasal septum and history of copd. The patient discharged home on (B)(6) 2025. The patient was seen on (B)(6) 2025, and the final summary notes indicates bilateral nosebleeds, which are compounded by his copd, use of nasal prong oxygen, and the medication xarelto. Xarelto was held for five days, aspirin 81 milligrams were stopped, and the patient is planning to undergo a left atrial appendage occlusion in the future.

Manufacturer narrative:
Additional information was provided in section b2 outcomes attrib to adv event, section b5 describe event or problem and section h6 impact codes. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. Investigation summary: based on the available information, although the product was not available to be returned, we have determined that hemorrhage and cardiac enzyme elevation are known inherent risks of use of this device. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave 2.0 device confirmed that the event of hemorrhage and enzyme elevation, cardiac are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of hemorrhage and cardiac enzyme elevation are known inherent risk of the faradrive device. Cardiac enzyme elevation is considered within cardiac trauma. Cardiac trauma is an expected procedural complication addressed within the IFU for the farawave catheter. Post-procedural troponin elevation is commonly observed due to controlled myocardial tissue interaction during ablation. The enzyme levels were monitored and has a decrease trend without requiring intervention.

Event description:
It was reported in a study, the patient experienced bleeding a few days after having a pulsed field ablation (pfa) procedure. It was further reported that the patient was bleeding from his nose. The patient went to the emergency room on (B)(6) 2025, stating that the nosebleed had been going on for two to three days. The patient does wear or uses supplemental oxygen. According to the hospital note it states the patient's oxygen nasal prongs tend to irritate nasal septum and they believe this is what caused the nose to bleed. There was a limited echo on (B)(6)2025, that was normal with no pericardial effusion. Emergency medical technician packed the nose with gauze, which resolved the nosebleed. Hemoglobin and hematocrit levels were normal on arrival and throughout the stay. The patient went to an ear, nose, and throat (ent) specialist for a follow-up on march 11, 2025, and underwent a nasal septal cauterization. The patient was admitted for observation due to an elevated troponin. This is a normal finding after a cardiac ablation. Troponins checked throughout the stay and continued to trend down. No treatment done or required. Chronic obstructive pulmonary disease (copd) exacerbation which is a chronic issue. Patient has a history of wearing oxygen and irritation in the nasal septum and history of copd. The patient discharged home on (B)(6) 2025. The patient was seen on (B)(6) 2025, and the final summary notes indicates bilateral nosebleeds, which are compounded by his copd, use of nasal prong oxygen, and the medication xarelto. Xarelto was held for five days, aspirin 81 milligrams were stopped, and the patient is planning to undergo a left atrial appendage occlusion in the future.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported in a disrupt-af study, the patient experienced bleeding a few days after having a pulsed field ablation (pfa) procedure. No further information was available.